Event description:
The customer reported via phone call that the numbers on the insulin pump's display were ramping on their own. The customer stated that she removed her battery for about one hour, and when she put it back into the insulin pump, she received a battery out limit. During troubleshooting, the customer was unable to clear the alarm as the device's up and down arrows were unresponsive. Blood glucose level was 383 mg/dl at the time of the incident. The customer declined to troubleshoot for the high blood glucose level and stated that she had already treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.